Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump functioned properly. No unexpected failed batt test/battery failed alarm noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump had low battery notifications. The customer¿s blood glucose level was 366mg/dl at the time of the incident. The customer states replacing the battery 3 times on her pump due to getting low battery. The customer was assisted with trouble shooting and pump did not alarm failed battery alarm. The insulin pump is being replaced and is expected to return for analysis.